Event description:
It was reported that when asked if the previous implantable neurostimulator (ins) was replaced due to battery depletion the patient stated that ¿two of the inss broke they thought.¿ it was noted that the patient did not remember when this was. It was noted that it was before 2007. It was noted that originally it was put in in ¿200 or so, may have been before that.¿ please refer to manufacturer report number 6000032-2013-00347.

Manufacturer narrative:
Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3487a-33, lot# j0110881v, implanted: (B)(6) 2001, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3487a-33, lot# j0110881v, implanted: (B)(6) 2001, product type: lead.

Event description:
Additional information received from a consumer reported that the patient¿s neurostimulator (ins) had to be replaced because the patient fell off a ladder and landed on concrete, which caused the ins to break.